Event description:
"That sometime prior to 8/27/94, the plaintiff/decedent did with care purchase and this plaintiff did deliver a respirator-like device to assist this plaintiff/decedent in breathing. That on 8/27/94, this device malfunctioned due to a detect that allowed a trach mask, oxygen adapter and other tubing mfg and/or marketed by one or all of the remianing defendants to become disconnected and thereby did directly and proximately cause the death of the plaintiff/decedent."